Event description:
It was reported that the patient experienced diaphragmatic muscle stimulation a few days following the implant procedure. The physician decided to re-implant the right ventricular (rv) lead and during the repositioning procedure, the rv lead exhibited high thresholds after many different placement attempts. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).